Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 43.1-43.6cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was abraded at 43.3-43.4cm. External insulation abrasion was noted at 44.0-44.8cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. Internal insulation abrasion was noted under the svc shock coil at 23.0-23.8cm and 24.7-24.8cm from the distal tip. Internal insulation abrasion was noted under the rv shock coil at 3.1-3.5cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted under the svc shock coil at 25.0-25.5cm from the distal tip. The etfe coating was abraded at this location. The etfe coating was abraded at multiple locations at 39.7-41.2cm from the distal tip. The inner lumen was abraded at 40.8-41.2cm from the distal tip. The ptfe liner was abraded at this location. This is consistent with the observation from the field of no hv output and low hvli. (B)(4).

Event description:
It was reported that the lead was explanted due to low high voltage lead impedance and no hv output.